Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). 04.005.522s lot: 9175994, manufacturing location: (B)(4), manufacturing date: 25. September 2014, expiry date: 01. September 2024. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 3 for (B)(4).

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the procedure of the removal of talus, calcaneal cuboid osteotomy as fused fixation with han. It was also reported that the aiming arm doesn't appear to line up for the locking screws when inserting the tibial locking screws from a lateral to medial approach. They do look like they line up for medial to lateral only however the technique guide says it should work for either. No spare device was available during case. Procedure delayed by 30 minutes. Patient outcome is unknown. This report is 1 of 1 for (B)(4).